Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported flared strut was able to be confirmed. Additionally, analysis revealed that the shaft was peeling for 6 mm. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, mid circumflex. A stent strut on the 2.5 x 33 mm xience prime stent implant became flared during use. There was no resistance reported. Another 2.5 x 33 mm xience prime stent was used to finish the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Device analysis revealed peeling of the outer member of the shaft.